Manufacturer narrative:
Date of event is estimated, further information requested, but not yet received.

Event description:
It was reported that the patient will undergo a system explant. The reason why the system will be explanted is not yet known.

Manufacturer narrative:
Correction: additional information indicates there were no alleged deficiencies made against this device; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates there was no allegation of deficiency against the device.